Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin. Is off label per the user guide. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.